Event description:
Complainant alleged that during biomed testing the device displayed "status 66," "status 107" and "status 110" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.